Manufacturer narrative:
On 1/21/1998, follow up info was received from the physician. The pt was last seen on 9/19/1997; the symptoms resolved in september of 1997.

Event description:
A physician reported a patient who was skin tested on 21 april 1997 and 26 may 1997 with negative results. She was treated in may 1997 in the crow's feet, glabella and perioral areas. On 26 may 1997, the patient developed redness, and swelling but no pruritus at the test and treatment sites. On 27 may 1997, the physician prescribed oral voltaren and oral celesemine, which were effective. The physician considered the symptoms product related.